Manufacturer narrative:
The article's author contact responded to the request for additional information, but did not provide additional details regarding the device or patient's current status. Without a device serial number, a device history record review could not be conducted and it could not be determined if a previous report had been received or if the device had previously been returned for analysis. Based on the available information, a root cause could not be determined for the clinical observations.

Event description:
Medtronic received information from a pending journal article that a patient who had undergone implant of a transcatheter pulmonary valve (tpv) developed an iatrogenic aortopulmonary (ap) communication that was identified ten days post-implant. In addition, it was observed that there was lateral compression of the neoaortic root and left main coronary artery compression by the tpv. The patient exhibited new mild neoaortic regurgitation that progressed to a moderate level, and elevated left ventricular end-diastolic pressure. Intra-operatively, it was observed that the tpv had eroded through the conduit into the neoaortic root and ascending aorta, creating a 2x3 centimeter defect. The communication was surgically closed with a patch, and the conduit was replaced. The information was contained in an article that reviewed 18 cases reported in literature of ap communications that occurred after balloon pulmonary arterioplasty, pulmonary artery stenting, or transcatheter pulmonary valve replacement (tpvr). The article indicated that the patient was 11 years old at the time of the original implant, which followed a prior ross-konno procedure, and included implant of a tpv, bare metal stents and a right ventricular outflow tract (rvot) conduit. Additional patient/device information, including the dates of the original procedure and the re-intervention, was not listed in the article draft or the referenced article. The information was received from a pending journal article that reviewed 18 cases reported in literature between 1992 and 2014 of an iatrogenic aortopulmonary (ap) communication being identified after balloon pulmonary arterioplasty, pulmonary artery stenting, or transcatheter pulmonary valve replacement (tpvr). Separate reports have been filed on the other patients who were identified with a medtronic tpv implant and subsequent ap communication.

Manufacturer narrative:
Without device-identifying information, it could not be determined if this complaint was previously reported to medtronic. A supplemental report will be filed if additional information is received or when the investigation is updated. (B)(4). Article: iatrogenic aortopulmonary communications after transcatheter interventions on the right ventricular outflow tract or pulmonary artery: pathophysiologic, diagnostic, and management considerations. Authors: alejandro torres, md; stephen p. Sanders, md; julie a. Vincent, md; howaida g. El-said, md, phd; ryan a. Leahy, md; robert f. Padera, md, phd; doff b. Mcelhinney, md. Publication: catheterization and cardiovascular interventions published online: february 11, 2015 doi: 10.1002/ccd.25897 referenced article: percutaneous pulmonary valve implantation after ross-konno aortoventriculoplasty: a cautionary word syed murfad peer, md, and pranava sinha, md. The journal of thoracic and cardiovascular surgery volume 147, issue 6, june 2014, pages e74¿e75 doi:10.1016/j.jtcvs.2014.02.032.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.